Event description:
It was reported that, during a breast biopsy procedure, a green cable error code was received. Another holster was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.